Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while attempting to place the pt on a new system controller, when the percutaneous lead was connected, the pump would not reach the set speed and was reading approximately 4000 rpm. The pt was placed back on the first system controller. Approximately 39 days later, a percutaneous lead evaluation was performed by the MFR's technical services team member and possible repair was scheduled. The percutaneous lead distal end replacement was performed according to procedure 3 days later.